Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional customer contact phone: name: sam rivera, occupation: biomedical engineer, phone: (B)(6).

Event description:
It was reported that during preventive maintenance by getinge field service engineer, the cardiosave intra aortic balloon pump (iabp) power management board failed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: d4 (UDI). During pm visit installation of pim was misaligned causing failure of pim, solenoid controller and power management board. Fse resolved the issue by replacing (d997-00-1178) pneumatic module assy (d670-00-1162) power management and (d670-00-1161) solenoid control. Fse completed full pm, calibrated and then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0997-00-1178 pneumatic module assembly serial number (B)(6). Part number 0670-00-1162 pcb, power management, rohs serial number (B)(6). Part number 0670-00-1161 pcb, solenoid control serial number (B)(6). These parts were received with a reported unit failure of a pim installation caused power management and solenoid controller failure. The failure analysis and testing dept. Performed a visual inspection of part number 0997-00-1178 pneumatic module assembly serial number (B)(6) and observed a pinched wire that appears to be exposed which shorted to the metal of the pim. Part number 0670-00-1161 pcb, solenoid control serial number (B)(6) has a shorted component q7 (burned), along with component cr62 that has burn damage. Part number 0670-00-1162 pcb, power management, rohs serial number (B)(6) appears in good condition, however the board might have been compromised by the shorting of the pim and the solenoid control board. The fat dept. Cannot investigate this complaint any further because of the shorting of components and the risk it could cause to the test fixture and fat dept. Technician. The probable cause of the failure is part number 0997-00-1178 pneumatic module assembly serial number (B)(6), where the pinched wire was probable cause of the shorting of the boards. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is "impossible to define". Sending the 0670-00-1162 pcb, power management, rohs to the supplier along with 0670-00-1161 pcb, solenoid control. Retaining the pneumatic module assembly in the fat dept. Per procedure number (B)(4). The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 5 nov 2024. Failure analysis received from the supplier for pn 0670-00-1161. Please see attachment. They stated: 1. Perform incoming visual inspection result: found component at location q7 was burned. Probable root cause for this part is impossible to define as there was no actual failure analysis done.. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is "impossible to define". Failure analysis received from the supplier for pn 0670-00-1162. They stated: perform visual check result: no abnormality found 2. Board was re-tested at fct result: failed step 4.7.1.2.b bulk_sr_good under voltage circuit (tp68) 3. Perform troubleshooting on the board- found q31,q33,q35 defective. Probable root cause for this part is a manufacturing assembly issue. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The non conformances with the returned components were identified. However, the root cause or the most probable root cause is "manufacturing assembly issue".